Event description:
It was reported that the bd phaseal¿ injector luer lock n35 needle was exposed while attempting an sc injection. The following information was provided by the initial reporter: "needle exposed on phaseal injector n35 #515003 when attempting a sc injection injector was taken off the syringe and then a needle was added to give the injection, this posed a risk of exposure to both nurse and patient. In addition to above description, if the nurse did not use critical thinking and remove the phaseal injector off the syringe the patient may have been injected with that 18g needle at the end of the phaseal injector."

Manufacturer narrative:
H6: investigation summary: one photo sample was provided to our quality team for investigation. Through visual inspection, the injector needle is observed to be exposed and the injector grips are moved from their original place. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 needle was exposed while attempting an sc injection. The following information was provided by the initial reporter: "needle exposed on phaseal injector n35 #515003 when attempting a sc injection. Injector was taken off the syringe and then a needle was added to give the injection, this posed a risk of exposure to both nurse and patient. In addition to above description, if the nurse did not use critical thinking and remove the phaseal injector off the syringe the patient may have been injected with that 18g needle at the end of the phaseal injector."